Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the advanced instrument log for the sureform 60 stapler instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show the instrument was installed on the system 11 times, and it fired 10 reloads (1 green, 4 blue, 3 green, 1 white, 1 blue, in that order). On install 1, 2 clamps were completed, and the firing was completed with no pauses for compression. On installs 2 and 3, the firings were completed with 2-3 pauses for compression. On install 4, there were 6 aborted clamp attempts, ranging from ~23% to 74% completion. All unclamps were logged as successful. The 7th clamp was successful, and the firing was completed with 2 pauses for compression. On installs 5-7, the firings were completed with no pauses for compression, and on installs 8 and 9, the firings were completed with 1 pause for compression. On install 10, the first clamp was aborted by the user at ~40% completion. The second clamp was incomplete, stopping at ~63% completion after a clamp hold time of 28 seconds. The 3rd clamp was successful and the firing was completed with 4-5 pauses for compression. ~90 minutes after the final unclamp, the instrument was installed an 11th time. No clamping or firing was attempted on this install. There were no incomplete clamps or firing failures in the logs for this instrument. There were no relevant stapler related errors in the logs. A review of the provided images associated with this event was performed by an isi fae. In one of the images, a blue reload and green reload are seen side by side. The green reload, at the bottom, has been fully fired, with all pushers deployed. The knife can be seen at the distal end, and it is retracted into the cartridge, as expected. The blue reload shows all pushers deployed, which is consistent with a completed firing, however, the blade is exposed at the distal end of the knife slot. Cartridge damage can be seen around the area where the knife stopped. Cartridge damage or other forms of resistance can prevent the knife from fully retracting at the end of a firing. A log review confirms the max torque recorded during the 10th firing of a blue reload was 702 n, which normally would result in a firing failure. The threshold for torque during firing of a blue reload is 700 n, and pauses will occur once the force reaches ~540 n. Based on the log review, there were 5 pauses for compression, indicating that the stapler was encountering resistance during the firing. It is likely that the firing force passed the threshold while the blade was almost at the distal end of the reload, and the system interpreted the I-beam traveling distance as complete, thus not registering it as a firing failure. In another image, bleeding tissue can be seen, and a mass of malformed staples are scattered within the bleeding tissue. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: it was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis procedure, a tissue pushout event occurred while using a sureform 60 stapler instrument, loaded with a blue sureform 60 stapler reload. During the 10th fire, the tissue between the jaws became contracted, and it was not cut or stapled successfully. When the jaws of the stapler opened, malformed staples fell into the patient. The reload blade superficially injured the gastric tube, and the injured tissue was resected, with less than 200 ml of blood loss. A new sureform 45 stapler instrument was used to re-staple the affected tissue, and the patient is reportedly in stable condition.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis procedure, a tissue pushout event occurred while using a sureform 60 stapler instrument, loaded with a blue sureform 60 stapler reload. At the time of the event, the anastomosis was being formed; the target tissue was the gastric tube. The row of staples was present on the inside curve, and the start of the stapling was from the outer curve, without obstructions. During the 10th fire with a blue reload, the tissue between the jaws became contracted or squeezed like an accordion, but it was neither stapled nor cut. The blade superficially injured the tissue. Per the reporter, there were no fragments in the patient, but the staples were not successfully applied, and when the jaws of the stapler were opened, the staples fell out left and right. The staples that fell into the patient were all deformed and did not have a regular b-shape. The gastric tube was injured and needed to be resected; there was less than 200 ml of bleeding from the injured gastric wall, and the bleeding tissue was removed. No blood transfusion was necessary. The tissue was not calcified nor exposed to radiation or chemotherapy prior to the procedure, and there was no tissue tension or bunching. The stapler had successfully fired about 9 reloads prior to this issue. The surgery began at about 9:00am, and the error occurred around 6:30pm. There were no error messages at the time of the event; although the surgeon did not use the stapler again, the stapler was connected to the system with a new reload following the event to see if any error messages were generated, but there were none. The surgeon did not encounter any obstacles, such as clips, staplers, or other hard materials between the jaws of the instrument. Buttress material was not used. The surgeon did not experience any issues with clamping prior to firing the stapler. To complete the procedure, the surgeon inserted a back-up stapler (a sureform 45 stapler) behind the injured part of the gastric tube (proximal) and stapled successfully. There was a delay of about 5 minutes. The patient did not experience any post-operative complications at the time of follow-up, and the surgeon did not believe the event would cause any long-term complications for the patient. The patient is currently stable. The sureform 60 stapler was inspected externally, and no abnormalities or damage could be found. The blade was not in the reload after use, however, and it did not seem to have the usual shape; it appeared that part of the knife was broken off.